Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the product preparation prior to the a-line procedure, a product defect was found. The tip of the guidewire was bent." There was no patient involvement.

Event description:
It was reported "during the product preparation prior to the a-line procedure, a product defect was found. The tip of the guidewire was bent." There was no patient invovlement.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly for analysis. The guide wire tube and the catheter/needle assembly were assembled upon return. No obvious signs of use in the form of biological material were observed on the device, which matches the customer report the defect was found during product preparation prior to the procedure. Visual and microscopic analysis revealed the guide wire was bent and had offset coils towards the distal end. The distal weld was full and spherical. Signs of particulates were observed on the guide wire, within the guide wire tube, and on the needle cannula. Microscopic analysis of hub tube adapter revealed signs of damage, which appeared consistent with the needle cannula forcing itself through the edges of the adapter opening during assembly of the hub tube adapter into the needle hub. This would result in damage to the guide wire and hub tube adapter resulting in loose particulates. A perimeter of flash was also observed within the adapter and it was damaged due to the cannula. The bend in th e guide wire measured 16 mm from the distal tip. The offset coils measured throughout the distal 16 mm of the guide wire. The outer diameter of the guide wire measured 0.387 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.017", which is within the specification limits of 0.0165"-0.0180" per needle cannula product drawing. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was unable to advance through the cannula due to the nature of the damage. A lab inventory 0.015" guide wire (measured 0.015") was advanced through the cannula, and the guide wire advanced with little to no resistance. It was noted that during reassembly of the tube adapter into the needle cannula, the cannula appeared to interact with the sides of the opening and/or a perimeter of flash within the adapter resulting in damage. Finished good ra-04122 is sold in two components: the guide wire tube and the catheter/needle component, which are assembled by the user by inserting the hub adapter to the cannula hub. If the guide wire handle is not in its original position prior to assembly, the guide wire is exposed past the adapter, making it prone to damage against the hub ada pter or needle cannula. The device was returned assembled, which suggests the damage likely occurred during user assembly. This matches the customer report the defect was found during product preparation prior to the procedure. However, it is unknown whether the g uide wire was exposed past the adapter prior to assembly of both components during preparation, and it is unknown whether the potential guide wire exposure and subsequent damage is attributed to excessive shipping and storage or manufacturing. Manufacturing was consulted and agreed that further investigation is needed to evaluate the potential of protruding guidewires and flash within the adapter. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "precaution: prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The guide wire had a bend and offset coils towards the distal end. Finished good ra-04122 consists of two components - guide wire tube and catheter/needle - which are assembled by the user via insertion of the hub adapter into the needle hub. Signs of particulates were observed on the guide wire, within the guide wire tube, and on the needle cannula; however, damage within the hub adapter suggests the particulates are loose particles broken off from interactions between the cannula and the edges of the adapter opening. Also, if the guide wire handle was not in its original position prior to assembly, the guide wire would be exposed past the adapter, making it prone to damage against the hub adapter or needle cannula. The device was returned assembled, and the customer stated the defect was observed during device preparation, suggesting the damage likely occurred during user assembly. Manufacturing stated the potential of mispositioning of the guide wire during assembly and the flash within the adapter will need to be further investigated at the manufacturing facility. Based on these circumstances, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.